Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer alleged they received questionable intact human chorionic gonadotropin + the ss-subunit (hcgb) results on their e601 analyzer. The customer initially provided data for three patients, one of which had a reportable malfunction. The first patient's initial hcgb result was 485.5 miu/ml and it was reported outside the laboratory. The first patient's sample was repeated on (B)(6) 2013, and the result was 0.100 miu/ml accompanied by a data flag. It was not known if this patient was adversely affected by this event. The customer stated the patient's sample was visually ok, clear, and without fibrin. The customer did not see any dirt on the gripper and there were no carryover alarms observed. On (B)(6) 2013, the customer repeated 83 patient samples tested for hcgb between (B)(6) 2013. There were 27 samples from that group that had false positive results. The customer did not provide the specific repeat results, but stated they were all negative for hcgb which the customer considered less than 5 miu/ml. The customer stated that most of the discrepant results were reported outside the laboratory and the customer contacted the patients to correct the results. These patients were not adversely affected by this event. The hcgb reagent lot number was 171601. The expiration date was requested but not provided. On (B)(4) 2013, the field service representative went on site and performed a precision check. No leakage, pipetting errors, or mis- adjustments were observed. It was noted that more than one reagent rackpack was used during these events. The field service representative visually checked the measuring cell for gel or other precipitates and did not find any problems. He realigned the black tubing. On (B)(4) 2013, the field service representative went on site and saw that the some of the false positive results were run after sample with high results. The field service representative performed a carry-over test. The customer repeated some other tests that were measured on this e601, and all the results were confirmed. On (B)(4) 2103, the field service representative went back on site. He found that sipper 1 was mis-adjusted as it was close to the cup border, and he adjusted it. He found the tubes and reagent probe were contaminated. He cleaned them using nylon wire and hypochlorite. He checked the water pressure and it was ok. He found the extra wash system gripper finger was dirty and cleaned it. The photo multiplier tube was adjusted. A new performance test was done.